Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported that patient was injected with 4ml of juvéderm® volift¿ with lidocaine in the ck1, ck2, t1, ck4, ck3, soof. After a month later, patient experienced a "late onset nodule in ck3 soof, left hemi face", "approximately 5 mm, not very hard, painless on palpation". The patient states that some days it is more noticeable than others. Symptoms are ongoing.

Event description:
Healthcare professional (hcp) reported that patient was injected with juvéderm® volift¿ in the ck3 soof. After a month later, patient experienced a "late nodule", "approximately 5 mm, not very hard, painless on palpation". The patient states that some days it is more noticeable than others. Symptoms are ongoing.

Manufacturer narrative:
Clarifications to e.1.: phone number (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection, deemed not device related is considered an unexpected adverse drug experience.